Manufacturer narrative:
Additional information received from customer on reprocessing. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and the cause of the material remaining in the device could not be specified. The following information was provided for reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Pre-cleaning. Information: there was a lag time between the end of clinical use and the start of precleaning, but not implemented. The device was soaked in cleaning fluid. Water and air was supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Facility did not note any comments or concerns regarding reprocessing. The following information stated in the instructions for use (IFU) describes how to detect the subject event: instructions for evis lucera gif/cf/pcf type 260 series, operation manual chapter 3 ¿preparation and inspection¿. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual chapter 3 ¿cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, that the gastrointestinal videoscope exhibited foreign objects within the nozzle. There were no reports of patient involvement.